Event description:
Customer reported error-4 reading on meter as well as uom changeability. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original panasonic battery voltage was measured at 2.874v. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. Lot # 0300, 0806, and 0015 errors were observed in the error log indicating battery droop. Battery droop is an indication of memory overwrite.